Event description:
It was reported the lead fractured and noise were observed. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A complete lead was returned, cut in two segments. Analysis was normal. No anomaly was found.